Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. The customer's blood glucose level was in "the 152 range" (mg/dl). Reportedly, the customer loaded a new cartridge and resumed insulin delivery. Reportedly, the pump would continue to be used for insulin therapy however the customer also has manual injections available.